Manufacturer narrative:
D4 lot number - unknown d4 primary unique device identifier - unknown without lot identification. H4 device manufacture date - unknown without lot identification h3 device evaluation - without the ability to examine the complaint product, no conclusions can be drawn. Without lot identification, manufacturing history and lot specific complaint history review is not possible. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. Should the complaint product be received, a follow-up medwatch will be submitted upon completion of the investigation.

Event description:
It was reported that during a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. While attempting to insert an unknown screw, the tip of thet20 polyaxial driver reform pedicle screw system (39-sp-0730) broke and subsequently when trying to remove the screw the driver broke again. Subsequently, when attempting to insert the second screw using the retention bone-screwdriver (39-sp-0601) the screw broke. Additional details have been requested.

Manufacturer narrative:
H3 device evaluation: visual evaluation of the broken driver notes the driver tip in the has a planar fracture plane indicating failure due to torsional overload. The polyaxial driver's fracture is in agreement with the tip in the non-fractured screw assembly indicating torsional overload. Reported information notes difficulty properly placing the screws and screw breakage during repositioning and removal. The cause for the failures is believed to be related to the difficulties involved in the screw placement, repositioning, and removal, and the torsional and/or torsional and bending moment loads applied in attempts to properly seat and/or remove the screws. Review of device history records found five (5) pieces of lot 17609ps released for distribution on 1/7/2022 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. Surgeon noted the one of the screws was incorrectly position and during attempts to remove it, the tip of the retention bone-screw driver (39-sp-0601) broke. A small rod was inserted into the screw and the entire screw was successfully removed using a strong rod holder. The surgeon then attempted to reposition and reinsert the same screw. However, it remained incorrectly placed and required removal. During the removal attempt the head of the reform 8.5 x 70mm polyaxial pedicle screw (39-pa-8570) fractured. The screw was ultimately extracted using a rod. The screw head broke completely off during the final stage of removal. While inserting a new screw, the tip of the polyaxial driver assembly reform pedicle screw system (39-sp-0730) broke. A rod was used to remove the screw as the driver tip was stuck in the screw head, and the procedure was successfully completed without further issue. There was a five (5) minute delay to the procedure as a result of the issues reported.